Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found damaged downstream occlusion (dso) seal. Error log review shows 46510 error. The primary problem was duplicated, and the problem was due to defective printed wire assembly (pwa). The pwa and the dso seal were replaced.

Event description:
It was reported that the issue is "black rubber inflated". There was unknown patient involvement.